Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Three images were also submitted for evaluation.. The paddle was bent, the distal coupler was displaced and the pellethane tubing and splines were corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entanglement, torn pellethane tubing and displaced distal coupler remains unknown.

Event description:
During the atrial fibrillation procedure, the advisor hd grid catheter became entangled with the advisor circular mapping catheter (fl) in the left atrium and the catheters could not be removed. An attempt was made to remove the catheters using a snare. Atrial septal defect developed upon exiting into the right atrium and the catheters were successfully removed using the ablation catheter. Pulmonary vein isolation was performed, and the procedure was completed for about 2 hours longer than usual. The catheters were replaced and the procedure was completed with no adverse consequences to the patient.